Manufacturer narrative:
Concomitant product: 4968-35 lead, implanted: (B)(6) 2003.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance, polarity switch, noise, and loss of capture. It was noted that the there was a connection issue with the grommet or set screw on the implantable pulse generator (ipg). The device was explanted and replaced, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.